Manufacturer narrative:
The unit is not returned to the manufacturer for evaluation. The distributor idexx, supplied a new replacement unit to the customer to resolve the issue. (B)(4).

Event description:
The customer reported a burning smell coming from the statspin ssvt-1 centrifuge unit. Upon further inspection, the customer noticed a fried electronic component (resistor) on the printed circuit board (pcb). There is no report of fire or flames and the fire department was not called. There is no report of injury or exposure to the operator and no medical attention needed.

Manufacturer narrative:
The unit is returned to the manufacturer for evaluation. Per investigation, it is confirmed that the unit had a burning smell due to the overheated component on the pcb (printed circuit board). No fried electronic component (resistor) found in the pcb. The "date of event" and "date of this report" are corrected. (B)(4).